Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Review of the device history record could not be performed as the lot number was misreported for this complaint. Product examination could not be performed as there was no product returned for this complaint. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during surgery the saw blades trembled abnormally when being used. No adverse events have been reported as a result of the malfunction.